Event description:
It was reported the patient¿s epilepsy was worse after a reprogramming session; however their amplitude had been lowered. There was an increase in fits. The healthcare provider was asking if there could be a connection to the implanted system. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Correction: device information updated. Product ID: 309328 ,lot# 0208173098, implanted: (B)(6) 2014, product type: lead. Product ID: 309328, lot# 0208173247, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the epilepsy was unstable and had always been. Stimulation was turned off for 24-48 hours and it did not make a difference. Additional information received indicated the patient had two implanted systems. It was unclear if the reported issue pertained to one of both of the systems. Refer to manufacturer report #3004209178-2015-04806 for the patient&#62688;other system.

Manufacturer narrative:
Concomitant medical products: product ID 309328, serial# unknown, product type: lead. (B)(4).